Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: (B)(4), product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: (B)(4), ubd: 01-jan-2050, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. The indication for use was not reported. It was reported the physician performed a refill on (B)(6) 2019, and the clinician programmer turned off during telemetry (during the pump update). The physician could not update the pump. The physician used new batteries, and the [programmer off] problem was solved on the morning of (B)(6) 2019. The pump was checked on (B)(6) 2019, and it was noted that a ¿pump stopped¿ message appeared on the clinician programmer (code 99). It was noted that the patient had a return of spasticity. The pump was currently programmed at minimum flow rate, and baclofen was administered orally. On (B)(6) 2019, the pump was interrogated, and therapy was restarted. The daily dose was set to 75 mcg/day. No error message occurred, and the stopped pump was resolved after updating the pump. It was unknown if there were any [further] environmental, external or patient factors that might have led or contributed to the event. There were no [further] diagnostics/troubleshooting performed. There were no [further] actions/interventions taken. Surgical intervention did not occ ur and was not planned. The patient's status was alive - no injury. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. Information regarding the pump serial number and implant date was not available. No further complications were reported.